Event description:
The plastic handle broke. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest the event was attributed to the use of improper cleaning solutions.